Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call hospitalization. Every time infusion set is changed, the site gets nodule, but now they are getting more irritated, but this time customer was at a function and did not look at it until they got home. When mother removed it, had gotten infected and there was a lot of pus, infected, with blood, itchy, inflamed, irritated, oozing, and with a lot of pain. This was on day 2 of the set. Next day on (B)(6), customer was in the 200's and with a fever so she went ER to get treated and she was given antibiotics, without slicing the skin, hospital staff declined to do this, because they said she had different pockets of pus in the whole area. Later in the evening the site kept oozing. Customer could not move around, sit, stand, nor walk, she was in a lot of pain. Since then when she changes her infusion sets she is left a nodule " hard ball" underneath the skin. Customer was hospitalized (B)(6) 2018 at (B)(6) medical center due to painful, oozing, infection on the skin. A scan was performed and customer treated with antibiotics.